Event description:
Caller reported a minimum fill notification, which did not adversely impact the customer¿s blood glucose level. The customer was initially attempting to load a new cartridge with 150 units of insulin but encountered an issue. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area using an alcohol wipe or lint-free cloth. Despite these efforts, reloading the same cartridge did not resolve the issue. Consequently, technical support guided the customer through the process of filling and loading a new cartridge onto the pump. This resolved the issue, and the customer was able to successfully load a cartridge onto the pump and resume insulin use.